Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6)2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the peritonitis and a peritoneal effluent analysis and culture were performed. On (B)(6)2010, the patient began remedial therapy with vancomycin (2gm, loading dose, ip), fortum (1gm, loading dose, ip) and fortum (1gm, daily, ip). Pd therapy was ongoing as well as remedial therapy with fortum. The peritonitis was resolving at the time of reporting. The reporter believed the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.